Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The type of foreign material was unable to be determined. Parts related to the tank and disinfectant flow path were replaced. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported issue was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor was leaking water and black dreg from the circulation port. There were no reports of patient involvement.